Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for evaluation. If the unit is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an anterior cervical disc fusion, there was a self-activation of a non-covidien handpiece that burned two holes in the surgical drapes. There was no burn to the pt. The tip of the handpiece remained hot and was hot without activation. The site biomed tested the generator and found it to be in good working order. A non-covidien pad and non-covidien nerve-monitoring system were also in use.